Manufacturer narrative:
The customer reported that their central nurse's station (cns) display suddenly went black. After initial troubleshooting it was discovered that the dc connector to the ac power adapter was loose. Once they connected the dc connector to the ac power adapter, display turned back on and the issue was resolved. No harm or injury was reported.

Event description:
The customer reported that their central nurse's station (cns) display suddenly went black. After initial troubleshooting it was discovered that the dc connector to the ac power adapter was loose. Once they connected the dc connector to the ac power adapter, display turned back on and the issue was resolved. No harm or injury was reported.